Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 03/28/2017 with the following findings: battery compartment crack at bottom right corner of grip pad. Base crack between case seal and keypad. Base crack between case seal and keypad. Display is dim, pink. Verified time and date reset in black box , after power on reset event occurred. Time and date default was duplicated during investigation. (B)(4). (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment. This report is made based on the results of an investigation completed on 03/28/2017.